Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient reported neck and back pain caused by the device. Patient reported that neck and back got out of proportion due to weight of the device. The patient reported starting rehab due to issues. Follow up indicated that pain was improving and the patient ended use. Patient reported that the issues have improved.